Event description:
It was reported from (B)(6) that during an unspecified orthopedic surgical procedure, it was observed that the small battery drive device had low power. During in-house engineering evaluation, it was observed that the device had a sticky trigger and a worn coupling head. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had a sticky trigger and a worn coupling head. The assignable root cause was determined to be most likely due from various worn components and bearings deterioration from normal wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.